Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision monitor did not boot up. The reported issue persisted even after two soft resets. The rse reviewed the log files and found a programming error that caused a mini dump during the shutdown sequence, suggesting a potential software issue on the host pc. The rse confirmed that power cycling the system at the circuit breaker resolved the issue. After power cycling the system at the circuit breaker, the system was returned to use in good working order. The codes were updated based on the investigation outcome.